Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s inactivated implantable cardioverter defibrillator (ICD) triggered alerts for a charge circuit time out and charge circuit inactive. The ICD remains implanted/inactive. No patient complications have been reported as a result of this event.